Manufacturer narrative:
Date of event: the peritonitis was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with gentamicin (intraperitoneal, for one month) for the event; however, the patient was not recovered. The patient was transferred to another hospital and was treated with unspecified drugs (intraperitoneal) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.